Event description:
It was reported a patient underwent a robot total hysterectomy on an unknown date in 2023 and topical skin adhesive was used. Post op to procedure the patient had a severe rash. Topical steroid and/or a long steroid taper prescribed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: type of skin prep used and application practice. Surgeon stated it is difficult to know if the patient has used dermabond the past or if been exposed to skin glue or nail glue. Surgeon is seeing reactions a few days to a week post op. Patients have been treated with long steroid tapers. Additional information has been requested received. What is the procedure name? Robot total hysterectomy. What is the procedure date? Unknown . What date did the reaction occur on? A week after case. What does the reaction look like and how large of an area does the reaction cover? Photo. Do you have any pictures of the reaction? Yes. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. The surgeon gave the patient topical steroids. If medication was required, please clarify if it was prescription strength. >>no answer can you identify the product code and lot number of the product that was used? Unknown. What is the most current patient status? No issue at this time/ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) no product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.